Manufacturer narrative:
References the main component of the device system; the other relevant components include:: product ID 878, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Patient code (B)(4) and device code (B)(4) no longer apply.

Event description:
Additional information received from the hcp on (B)(6) 2017 reported the patient first started experiencing device issues around (B)(6) 2016 (estimated date of (B)(6) 2016). The hcp clarified they did not do a dye study, but instead aspirated from the catheter access port (cap). They were unable to aspirate from the cap, only bubbles. The patient experienced diminished therapeutic effects from serial dose increases. Actions/interventions taken to resolve the inability to aspirate from the cap included the pump serial dose was decreased, oral baclofen 20 mg was given to the patient, and the pump was to be explanted. The patient weight at the time of the event was around 50 kilograms. No further patient complications were reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include:: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a health care provider (hcp) regarding an unknown patient with an implantable drug infusion pump with an unknown indication for use. No drug information was provided. It was reported the hcp was in a dye study, but it failed. The hcp stated he wanted confirmation that he did not need to do a ¿bridge bolus¿ when all he pulled back was ¿bubbles¿. The hcp was unsure what to call the bolus. The hcp disconnected before additional information could be obtained. No patient symptoms/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.